Event description:
The customer alleged that she performed control tests and received results of 254 and 297 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer did not have any test strips left that gave the high readings, so no product will be returned for evaluation.